Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status earlier than expected. At the previous device check, the monitoring voltage was 2.94v and the charge time was 8.4 seconds. At the current device check, eight months later, the device had triggered eri with a monitoring voltage of 2.67v and a charge time of 19.5 seconds. The patient was scheduled for an upgrade procedure in the next month. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the device remains in service without further complication. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received, indicating this device was explanted and replaced. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.